Manufacturer narrative:
Method: manufacturer reviewed log files and system performance files in engineering lab with comparable version of software and user interactions/tasks. Conclusion: the FDA (B)(4) district office has been notified of this issue under 21 cfr 806 on september 8, 2004. Manufacturer is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a follow up letter will be sent to affected domestic consignees providing detailed instructions on how to receive the correction.

Event description:
Customer reports that when admitting patient, the system will reboot.